Manufacturer narrative:
The device was overdue for preventative maintenance. The failure could not be replicated during testing; however the top cover was noted to be damaged. The device was repaired, tested, and met all specifications. A device history review (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. The service history was reviewed, and no relation to this complaint was found. (B)(4). Per the instructions for use, the user is advised that the manufacturer stipulates that qualified personnel or hospital technicians must regularly test the device to assess its functionality and technical safety. The device needs to be serviced at least every two years. A high gas flow can occur due to large leaks within the surgical system or instrument. This can result in a false actual pressure reading, which in turn may endanger the patient. In case of a disrupted gas flow, you should therefore inspect device, tube, and instruments immediately. Laparoscopic and colorectal surgical procedures should be performed with a gas flow of 4 to 10 l/min. An even lower gas flow is recommended for diagnostic purposes. Thoracoscopic procedures should be performed with a gas flow of 1-3 l/min. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the as-ifs2, airseal ifs, 230v device was used in an unnamed procedure on (B)(6), and ¿airseal machine started to deflate without warning during surgery. Details: the abdomen started to lose gas during a robotic procedure which caused loss of vision and surgical delay. Airseal machine switched off and backed on. Worked fine after without any issues.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the as-ifs2, airseal ifs, 230v device was used in an unnamed procedure on (B)(6) 2025, and ¿airseal machine started to deflate without warning during surgery. Details: the abdomen started to lose gas during a robotic procedure which caused loss of vision and surgical delay. Airseal machine switched off and backed on. Worked fine after without any issues.¿. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.